Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit failed leak test. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and checked the fault log and observed "gas loss in iab circuit" alarm and confirmed that the safety disk needs to be replaced, so the fse replaced the safety disk. The tidal volume disk was also replaced. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The device was handed over to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a gas loss in iab circuit alarm. There was no patient harm reported.